Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of rite failure (fill1, drain1, and fill2 & drain2 volumetric out of limits) was not confirmed in the device logs but confirmed in the sample evaluation. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to fill 1, drain 1 & fill 2 & drain 2 volumetric exceeded the limits. The cause of the rite failure was the piston foam disintegrated.